Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had dropped to 22 mg/dl while wearing the pod. The patient reports they had a seizure. The patient was taken by ambulance to the hospital. Once at the hospital the patient was diagnosed as having severe hypoglycemia and a grand mal seizure. The patient was treated with intravenous fluids, glucose and apple juice. No further information is available as to this event.